Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
It was reported that a failure of head ring post #33 occurred on (B)(6) 2013 when the head ring was being fitted on the patient. X-ray did not show delamination but visible examination of the neck of the post at the metal insert showed a series of small splits that cumulatively could cause excess flexing of the post under bending load. On x-ray, post #25 had delamination. This was visible externally, originally thought to be insignificant surface damage. The x-ray showed it to penetrate far enough to be a risk for failure and the post was removed from service. Add'l info was requested and on (B)(6) 2014 the following was provided; the pt was a (B)(6) male. The right rear carbon-fiber post cracked at the junction with heading screw during installation. The head ring post #33 was replaced with one from another set of four. There was no harm or injury to the patient. There was a 10 minute delay of surgery.